Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was found that the drill bit is stuck within a drill guide. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 03/29/2022, it was reported by a distributor via phone that on (B)(6) 2022 during a 4 corner fusion a ar-8717ds-1110 dynanite staple implant systems drill bit got bound up in the drill guide. Then following this an ar-8717ds-0910 dynanite staple implant systems drill bit also got bound up in the drill guide. The surgeon proceeded to get 2 new kits and those worked accordingly. A ar-8717g-01 drill guide, and a ar-8717g-02 drill guide also got bound up. The case was completed however the surgeon was not pleased with the placement.